Event description:
It was reported the ptd was being used on the patient's arm in interventional radiology. During the procedure, the tip of the catheter separated from the ptd. The physician re-inserted another catheter and was able to deploy the basket to retrieve the tip. He then attached the new catheter to the driver and was able to complete the procedure successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).